Event description:
It was reported that the patient experienced pain and suffering with the artificial urinary sphincter (aus) due to malfunction. A replacement date is not yet scheduled due to pending insurance approval. No further complications were reported in relation to this event.